Event description:
I used fixodent approx from 2004 to 2008. While using fixodent I began feeling numbness tingling in my extremities. The end of 2005 - beginning of 2006, I was diagnosed with peripheral neuropathy. My neuropathy is permanent and requires continued medical treatment. Dose: denture cream. Frequency: once daily. Route: oral. Diagnosis: denture adhesive cream. Event abated after use stopped: no.